Manufacturer narrative:
The complainant did not make the fastener available for evaluation, therefore the alleged malfunction could not be confirmed. The fastener did remain in service with no reports of a repeated occurrence of the alleged incident. The complainant was provided additional training to ensure proper operation of the fastener while unloading. The cot was not evaluated as there was no allegation of malfunction of the cot. In addition, sufficient instructions for proper usage and are found in the IFU. To date, no further information has been provided regarding any additional injuries or additional medical intervention.

Event description:
Complainant alleges that the fastener release would not release the cot from the fastener. The emt manually released the locking mechanism and while doing so allegedly got their hand trapped in the mechanism resulting in a laceration to the hand. Emt sought medical intervention and received stitches as a result. No injuries were reported for the patient.

Event description:
Complainant alleges that the fastener release would not release the cot from the fastener. The emt manually released the locking mechanism and while doing so allegedly got their hand trapped in the mechanism resulting in a laceration to the hand. Emt sought medical intervention and received stitches as a result. No injuries were reported for the patient.